Event description:
It was reported that a patient was having generator replacement surgery. During the course of investigation, high impedance was identified in programming history on (B)(6) 2014, and the device was disabled at that time. The physician did not program the patient's device back on. The patient was seen for surgery consult on (B)(6) 2015, and the high impedance was still present. The physician did not know the cause of the high impedance. The patient was referred for full revision surgery, but no surgical intervention has occurred to date.

Event description:
The patient underwent full revision surgery on (B)(6) 2016. Post-op impedance value was found to be within normal limits. The explant facility reported that explants go to pathology and will not be returned.